Manufacturer narrative:
The reported event of egms not storing following an induction test was confirmed. The provided session records and system logs were reviewed by abbott engineering and it was confirmed that no egms were stored. The root cause of the reported event was unable to be determined with the limited information provided.

Event description:
During a clinic follow-up after performing an induction test, it was reported that egms were missing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.